Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID (B)(6) and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information from a customer that a bipap a40 device unexpectedly shut off during use. There was no serious patient harm or injury that occurred or was reported. The device was returned to the manufacturer for service. The reported issue was not reproduced during an operational check. During the evaluation of the device, the event log was reviewed, and it was confirmed that a "ventilator inoperative" was recorded in the alarm log. There was also an e96 error code in the event log that indicated the device is unable to write to the event log. The technician noted that the "ventilator inoperative" was due to a temporary memory malfunction. The main board which installs memory was replaced. Overall checks, cleaning and functional tests were performed.